Manufacturer narrative:
The malfunctioning device was returned to vygon for device evaluation as part of the complaint investigation. The results of this investigation are still pending and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Hole was noted at junction of catheter & platform wings. PICC dressing was lifting up. Wetness noted under dressing. . PICC removed and piv placed. No harm reported to patient.

Manufacturer narrative:
Having examined the returned catheter, we could confirm a little leakage at the junction between catheter and wing when flushing the catheter using the orange hub. It was impossible to flush over the green hub as the lumen had been occluded. A microscopic investigation showed a little hole/catheter breakage at the leaking area. In this case, no alcohol based disinfectants were used. It is likely that mechanical stress to the catheter tube (bending and twisting) caused the damage. Because each catheter is leak- and flow-tested before packaging and the catheter had been in place for up to 29 days without leakage, this complaint is not confirmed. Corrective action: no corrective action at this time. However, both vygon (B)(4) and vygon USA have entered this incident into our complaint logs and will continue to be vigilant for this type of complaint.

Event description:
Hole was noted at junction of catheter & platform wings. PICC dressing was lifting up. Wetness noted under dressing.